Manufacturer narrative:
Section a2, a3, a4, a5: not applicable because no patient contact. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an eyhance intraocular lens (iol) was not used due to bent haptic. There was no patient contact. The surgery was completed successfully using the back up lens. There was no incision enlargement, no vitrectomy, and no sutures done. There was no patient post-op injury. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: jun 13, 2024. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveal that it was received with the plunger rod partially advanced. The cartridge tip was damaged and the plunger rod was overriding the lens. The cartridge was bulging around the overridden plunger rod. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected, presenting with no issues. The plunger rod advancement was evaluated and no resistance was felt. The lens could not be removed for evaluation. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order was performed in the system. The search revealed 7 completed complaint folders and 1 complaint folder still open. But all these complaint issues reported are not related. Based on complaint hnadling record results, no further actions are required. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.